Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. There was no reported adverse impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting and declined to provide additional information.